Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an (B)(4) optiflow + adult nasal cannula had ripped during use on a covid-19 (B)(6) patient. It was further reported that the patient deceased, however it is unknown if there is any causal relationship between the subject device and the patient death. Further information has been requested regarding the sequence of events and the medical cause of death.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information regarding the reported event. Furthermore, the complaint (B)(4) optiflow + adult nasal cannula is currently en route to f&p for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new jersey reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula had ripped during use on a covid-19 positive patient and the patient deceased. It was further reported the patient had a dnr. Further information about the reported incident and the medical cause of death was requested from the healthcare facility. The healthcare facility stated they could not provide any further information and considered the reported event closed. It is therefore unknown if there is any causal relationship between the subject device and the patient outcome.

Manufacturer narrative:
(B)(4). H1 has been corrected from malfunction to death. The opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy. Nhf therapy is intended for use with spontaneously breathing patients and use of the airvo 2 humidifier unit is not intended for life support. It consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Method: several attempts to request further information from healthcare facility were made, however the hospital stated they considered the matter closed and did not provide further information. The opt944 optiflow + adult nasal cannula was returned to f&p new zealand for evaluation. An investigation was carried out by f&p new zealand which was based on the initial information from the healthcare facility, the evaluation of the subject opt944 optiflow + adult nasal cannula and f&p's knowledge of the product. Results: the subject opt944 optiflow + adult nasal cannula was returned with a non f&p blue connector attached to the three-way connector. Visual inspection of the returned cannula revealed that the tubing was torn next to the three-way connector. Several areas of the tubing were found stretched and torn. Further information about the reported incident and the medical cause of death was requested but was not provided. Conclusion: we are unable to determine the cause of the reported event. However, based both on our knowledge of the product and our visual inspection of the subject opt944 optiflow + adult nasal cannula which confirmed that the tubing was stretched and torn, it is likely that the reported event was caused by the subject cannula being subjected to excessive force. It should be noted that the patient was covid-19 positive, they had a dnr and deceased. Manufacturing controls include inspections during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannula would therefore have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."